Event description:
It was reported that the right atrial (ra) lead pacing impedance was high, and fracture was suspected. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the atrial pacing lead was beyond the expected upper range, and a lead impedance out of range alert triggered. An out of tolerance subthreshold lead impedance alert occurred on (B)(6) 2013. Maximum atrial pace impedance rises from 1424 ohm the week ending (B)(6) 2012 to greater than 3000 ohms the week ending (B)(6) 2014.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.